Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a (B)(6) patient with rickets was presented requiring a corrective osteotomy of the femur with an expert lateral femoral nail. The patient had a small intermedullary canal, measuring approximately 8-9 mm in diameter. Upon reaming with the front cutting 8.5 mm reaming head, the reamer head twisted and broke in the medullary canal. This was repeated and the second shaft and reamer head 8.5 mm also twisted and broke in the medullary canal. The broken fragments remains in the patient. This is 2 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.